Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: breast implant of unknown type. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 350cc and experienced rupture on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 275cc, catalog number 3502754bc, serial number (B)(4), lot number on the left breast implant and with catalog number 3502754bc , serial number (B)(4) on the right breast implant on (B)(6) 2018.

Manufacturer narrative:
On 08/23/18, it was reported to mentor that the device history record ( DHR) of lot number 269248 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/04/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt the device contained cloudy gel. Brown material was observed within the device and on the shell surface, gel was also observed on the shell surface. The device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. Complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the brown material observed. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).